Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a diameter of 25.9mm, a perimeter of 81.5mm, and an area of 487.5mm^2. The left ventricular outflow tract (lvot) diameter was 24.3mm. The patient's aortic valve angle was 56 degrees. Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure five attempts were made to pre-balloon aortic valvuloplasty (bav) but were unsuccessful. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Upon full deployment of the valve, the valve embolized proximal aortic into the sinus of valsalva. The patient underwent surgical aortic valve replacement. The valve was surgically explanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the device embolization was due to patient anatomy.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration of the valve was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that the valve was noted to be implanted at a depth of 3 mm. After the valve was fully deployed, it migrated (embolized) into the sinus of valsalva. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration is likely related to procedural condition (multiple attempts were made to release the valve). The reported surgical intervention was a result of case-specific circumstances as valve was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a diameter of 25.9mm, a perimeter of 81.5mm, and an area of 487.5mm^2. The left ventricular outflow tract (lvot) diameter was 24.3mm. The patient's aortic valve angle was 56 degrees. Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure five attempts were made to pre-balloon aortic valvuloplasty (bav) but were unsuccessful. The implant depth at 80% deployment was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Upon full deployment of the valve, the valve embolized proximal aortic into the sinus of valsalva. The patient underwent surgical aortic valve replacement. The valve was surgically explanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the device embolization was due to patient anatomy.